Event description:
It was reported that the procedure was to treat a moderately tortuous, mildly calcified, eccentric de novo lesion with 99% stenosis in the distal right coronary artery (rca). Pre-dilatation was performed with a non-abbott balloon catheter. Intravascular ultrasound was performed and a 2.25x23mm rx xience xpedition stent delivery system (sds) was advanced but could not cross the lesion due to the calcification. The sds was removed from the patient anatomy. Then, the sds was advanced toward the lesion with the support of a non-abbott guide catheter extension and the devices reached the lesion. However, resistance was met when the non-abbott guide catheter extension was being removed. Thus, the entire system was removed and it was confirmed that the stent struts were flared. A new same size xience xpedition sds was advanced with the non-abbott guide catheter extension and the stent was successfully deployed in the lesion. There were no reported adverse patient effects. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: universal; guide cath: hyperion, guideliner. The device was returned for analysis. The stent damage was able to be confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. The difficult to remove from the guide liner was unable to be replicated in a testing environment due to the condition of the returned device. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The stent damage and difficult to remove were able to be confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.